Event description:
It was reported that a malfunction alarm with code malf 16 occurred. The customer's blood glucose level did not exceed 500 mg/dl and there was no adverse impact reported. Tandem technical support assisted the customer in resetting the pump, but the malfunction persisted. Consequently, a replacement pump was arranged for the customer.